Event description:
Philips received a complaint by the customer on the v60 indicating that a display issue was discovered. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The unit had a broken liquid-crystal display (lcd) connector cable. The fse was able to verify the complaint. The fse performed troubleshooting per service manual and determined the failing component was the lcd cable (nec, 2nd gen) connector. The fse replaced lcd cable as per service manual, and the issue was not resolved. The unit could not be tested as per service manual as the display provided a blank, white screen. The unit has not been returned to service.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) replaced the user interface (ui) assembly as per service manual. The fse performed required tests as per service manual. Unit successfully passed all required tests as per service manual. Unit displayed in diagnostic and ventilation mode. Unit was returned back to service.